Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Siemens analyzed the instrument data and determined that there was no issue with the instrument performance; there were no process errors or quick check failures in the data log and quality controls recovered within expected ranges at the time of the event. Siemens determined that the cause of the discordant, falsely depressed tbil result was potentially due to a sample specific issue; poor sample quality potentially impacted sample aspiration and delivery of the sample to the cuvette when the sample was initially run. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely depressed total bilirubin (tbil) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s) and a nurse questioned the result. The sample was repeated on an alternate dimension vista instrument, resulting higher and matching the patient clinical history. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed tbil result.